Event description:
According to the available information a hysterectomy was performed. Intervention was needed for uterine with laparoscopic-assisted castration + tot. It was reported pain in the vagina, rectum and right leg. Very complicated to have a bowel movement, overactive bladder, recurrent cystitis, daily discomfort and poor quality of life.